Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instruction for use (IFU) is adequate for the reported device/patient and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a scheduled retrieval of the filter, the hook of the filter was allegedly unable to engage with he snare device. Reportedly, the snare which allegedly had been caught on the filter was used to retrieve the filter and complete the procedure. There is no reported patient injury.

Manufacturer narrative:
The catalog number identified in section has not been cleared in the us, but is similar to the denali vena cava filter products that are cleared in the us. The 510k number and pro code for the denali vena cava filter products are identified. The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for retrieval difficulties as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that during a scheduled retrieval of the filter, the hook of the filter was allegedly unable to engage with the snare device. Reportedly, the snare which allegedly had been caught on the filter was used to retrieve the filter and complete the procedure. There is no reported patient injury.